Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate the device and could confirm the issue. He tested the unit and was able to trace the failure back to the power supply. The affected part was replaced and the issue was solved. A defective component was confirmed to be the root cause of the reported event.

Manufacturer narrative:
There was no patient involvement. Livanova initiated an investigation if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report about crackle sound and black smoke seen after power up. The device doesn't work under main power and it can work under the batteries supply. No patient involvement.